Event description:
The customer called for help with her contour ts sys. She performed a control test during the call and received a result of 278 mg/dl. The customer was unable to provide the normal control range, but it should be around 100 - 138 mg/dl. No adverse events were alleged. The customer returned her test strips for eval. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The qa lab tested the returned reagent and all strips read e11. E11 indicates exposure to moisture which was most likely the cause of the high results. Performance was satisfactory using qa retention reagent.